Event description:
It was reported that the customer had high blood glucose levels of 257 mg/dl. The customer reported receiving a failed self-test alarm from the insulin pump. It was reported that the alarm occurred during normal insulin pump use. The customer also reported that the blood glucose meter was not communicating with the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Pump was received with a64 alarm during self test due to faulty y1 on r.f. Board. Unable to communicate with bg meter due to a64 alarm. Unit had cracked reservoir tube lip. (B)(4).